Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 350 mg/dl. The customer's father stated that prior to the event, the customer had high blood glucose levels and difficulty walking and was trembling upon arrival to the emergency room. The customer's father further stated that the customer had went to the emergency room to obtain a back up plan but was not wearing her insulin pump at the time of hospitalization. Nothing further was reported.